Manufacturer narrative:
The insulin pump had minor scratches on the lcd window, cracked casing near the display window corners, a cracked reservoir tube lip, and a cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that there was a crack on her insulin pump's reservoir compartment. The patient's blood glucose at the time of incident was 524 mg/dl, which she treated with a manual insulin injection. Troubleshooting was initiated for the physical damage. The crack was on the reservoir tube window and travels all the way down the side of the pump. The customer did not recall any significant events leading to the crack. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.